Event description:
It was reported novum iq large volume pump under infused. The patient started on heparin at 17:00 at a rate of 10ml/hour (1000 iu/hour). At 22:12 the heparin bag was found to be empty with air in the tubing. The ¿entire 250ml heparin bag had infused in 5 hours and 12 minutes.¿ the pump screen showed volume at patient (vap) was 201ml, duration h:m 20:09, flow 10 ml/h. The patient allegedly developed hematuria and a ¿coagulation disorder¿ which reportedly required ¿unexpected medical intervention¿ (not further specified). No further information was provided.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.